Event description:
Affiliate reported, that fluid did not flow through the device from the tube to drainage bag. As a result the entire system including the catheter was changed. There were no adverse consequences to the pt.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.